Event description:
It was reported that, currently, reservoir volume discrepancies were occurring in which the actual reservoir volumes (arvs) were double the expected reservoir volumes (ervs). It was stated that "i.e. 4ml erv to 8ml arv or if it was 5ml erv then 10ml was the arv". However, the reporter did not have specific volumes. At the time of this report, the patient was doing great and reaching efficacy. The patient had no adverse events, increased pain, or any other issues. The cause of the event, troubleshooting/interventions performed, and drug information were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).